Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the upper trigger locking system was blocked and there was a broken trigger. The device was repaired and returned to customer on (B)(4) 2008. Placeholder.

Event description:
Device was returned for service. During service, technician indicated the upper trigger locking system was blocked and there was a broken trigger. This is report 1 of 1 for complaint#(B)(4).